Manufacturer narrative:
(B)(4). Date sent: 12/30/24. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device ecr45w with lot number 203c59; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from health authority. It was reported that during a lobectomy procedure, it was observed that the staples malformed after firing. Suture was used to oversew. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.